Event description:
Peg tube placed and removed 9 days later after it was found to be dislodged. Exploratory laparotomy revealed fluid in abdomen consistent with tube feeding. No other signs of bleeding, abscess or injury were found. Abdomen irrigated and new gastrostomy tube placed. Pt returned to ICU in stable condition.